Event description:
New information received indicates that programming changes were made. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, a patient received inadequate shocks for a ventricular fibrillation episode. The patient was in good condition afterwards. Programming changes were recommended.